Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer septal occluder was implanted using an unknown delivery system. On an unknown date, it was discovered that the device had embolized and was retrieved successfully on (B)(6) 2026. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.